Event description:
Due to (B)(6), had surgery to put in a "bladder sling" / transvaginal mesh on (B)(6), 2003. The mesh came through the vaginal wall requiring surgery on (B)(6) 2003. The mesh came through the vaginal wall a second time requiring surgery on (B)(6) 2004 (removal). Another surgery in (B)(6) 2004 to see if any mesh could be found. Have been in constant chronic pain since bladder sling put in. Many medical problems, quality of life is poor. Was not aware (until recently) that there were many women having problems with this mesh product. All these years, I have thought that my body rejected the mesh and I was alone with these problems. Would have reported this years ago, however, I just found out about the FDA warnings and other women complaining about their medical problems because of this mesh. Brand name: info not found in medical records. MFR name: info not in medical records obtained from doctor - awaiting hospital records.